Event description:
It was reported that the patient presented in emergency room due to syncope. Upon interrogation, it was noted that the right atrial (ra) lead exhibited loss of capture at high output. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.

Event description:
It was reported that the patient presented in emergency room due to syncope. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture at high output. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.